Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 693565 lead, (B)(6) 2014; 1458q86 competitor lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery longevity was considered to be extremely short. The device remains in use. No patient complications have been reported as a result of this event.